Event description:
It was reported to philips that the device's power supply area is damaged. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device's power supply area is damaged. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer was sent a quote for service but never responded. Philips is unable to rule out that a malfunction did not occur. The cause was not determined. No data resolution is available. The device was not evaluated and the customer closed. The device remains at the customer site and no further evaluation is required at this time.